Event description:
Description from the customer: "water cannot reach a temperature above 8 degrees c on main (patient) side of unit". (B)(4).

Manufacturer narrative:
(B)(4). A maquet field service tech investigated the unit and found the main shunt valve does not close. Therefore the main shunt valve was replaced. Also the 3-way valve was replaced as first attempt to the correct the symptom. The following measures were also carried out by the field service tech: clean stop, shunt, and return valves; check unit using pcload; perform functional tests; verify units meets factory specifications; perform electrical safety tests; complete pm with full calibration, functional testing and safety check to factory specifications. A supplemental medwatch will be submitted as soon as additional info becomes available.